Manufacturer narrative:
The device was not returned for analysis, as it was reported to have been discarded at site. Hemorrhage is a known risk of mechanical thrombectomy procedure and is documented in the device's instruction for use (IFU). Based on the reported information, there did not appear to have been any defect of the device during its use. The event occurred in the patient post procedure and its cause was unknown. The event could not be confirmed, as cause could not be definitively determined.

Event description:
Medtronic received information that post intervention; the patient experienced a symptomatic hemorrhage and increase in nih stroke scale by 16 points. The patient suffered an acute stroke and was admitted to the hospital 2 days after. The mechanical thrombectomy device was reported to have made 2 passes within the left middle cerebral artery m1, thrombolysis in cerebral infarction (tici) was 0. Post intervention, tici of 3 was achieved. Tissue plasminogen activator (tpa) treatment was reported not to have revascularized the vessel. Twenty four hours after the intervention, the patient neurological status declined and 95cc of cerebral hemorrhage was observed in the left putamen. The patient had been in critical condition. No treatment was given. Nihss prior to the procedure: 22. One days post intervention, the nihss was 38. Three days post intervention, the nihss 26, mrs 5. Approximately 3 weeks post intervention, the nihss 26, mrs 5. Approximately 3 months post intervention, the nihss 26, mrs 5.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.